Manufacturer narrative:
The subject device has been returned and an evaluation was completed for it. This report is being submitted to provide additional information based on the device evaluation and re-investigation. Please see d4, d9, h3, h6, and h10 for further information. The device was returned to olympus and the customer¿s allegation was confirmed. The probe tip was broken off and the tissue pad in the grasping section was worn away. The root cause could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. However, based on a past similar case, the broken probe likely occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. <contact with non-insulated area of grasping section> 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The instructions for use (IFU) provides the following guidelines: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. D9: multiple attempts were made for the return of the device. The device has not been returned to date. If the device should be returned, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was provided by the reporter. The issue was found during preparation for use for a total laparoscopic hysterectomy (tlh) procedure. The same device was not used to complete the procedure; however, the procedure was completed.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative was provided a return material authorization number for return of the device. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip tip fell off. The issue was an out of box failure and did not occur during a procedure. The tip just came off. No probe damage error occurred. No patient harm reported.